Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up at the (B)(6). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h6 device code: previous follow up MDR erroneously included a16 in the device code field. This code should be removed.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported turn off. A service history review revealed no issues that could have caused or contributed to the reported issue. The customer reported problem 'turn off' could not be confirmed through the event history log. The evaluator inadvertently did not properly evaluate for the reported symptom, however during testing the device did not power off without user input. The device will pass all testing prior to return to the customer. No component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. The cause was identified to be an out of calibration downstream thermistor, the downstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.